Event description:
It was reported, the video system center has image interference with ch-s200xz camera heads. It's unknown when the issue reported was found. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection and reportable malfunction of no image and error e226 was confirmed. Based on the results of the investigation, the presumable cause for no image and error e226 was specified due to failure of an optical fiber from transmitter and receiver (txrx) module. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.